Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated bg (high 20s and 522 mg/dl). Ketone level was high; healthcare provider was concerned but did not state ketones were dangerous. Insulin injection was administered to address bg. Contact alleged the pump was not delivering bolus correctly. Tandem technical support confirmed bolus history was correct. Tandem territory manager followed up with the contact. A pump bolus delivery test was performed with the contact. Pump was found to be functioning properly; contact acknowledged. Reportedly, contact received additional infusion set training.